Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the ER after feeling a vibratory notifier. It was noted that the pacing lead impedance (pli) for the atrial lead had gone high and out of range. Subsequent retesting of the pli showed varying numbers. Lead will be monitored.